Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set bent cannula event on 27-feb-2026. The insertion site was abdomen. No further information available.